Manufacturer narrative:
A)the pump was tested to full specifications on 06/03/2016. User reported failure was not detected. The pump operated within specifications except that the flow rate accuracy was found to be 9.41%, which was beyond the requirement of ±5%. The pump was re-calibrated and tested to meet all the specifications. B) the complaint was determined as not MDR reportable at the initial determination by following company procedures. This MDR is retrospectively filed as a corrective action to address one of the FDA inspection observations made on 08/11/2016. C) zyno medical submitted an e-MDR (3006575795-2016-00003-complaint (B)(4)) on 08/23/2016 through the FDA's website and received the receipt. But due to some technical difficulties and confusion, the file didn't pass with all three acknowledgements. This is a re-submission regarding the same event.

Event description:
The user reported "pump went bonkers then shut itself off."